Event description:
It was reported that an implant check was carried out in 2009, which confirmed that the device electronic's is working properly. However, the pt is only able to hear high sounds and no longer has any benefit from her ci. The pt was re-implanted in the same month. During re-surgery it was seen that the active electrode was actually damaged and that the implant was no longer in its correct position in the implant bed.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis wil be submitted as a follow up report.